Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. Reference internal complaint cc#(B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation (exact date unknown). The physician then went on to perform a laparoscopic tubal sterilization and "2 circumferential areas of blanching without perforation were noted on the serosal surface of the uterus. The area on the left had a central focus of cautery. The bowel was inspected and a 3mm area of blanching without perforation was identified on the sigmoid colon. This portion of bowel was over-sewn with a single suture. No bowel resection was required. The patient returned for follow-up 1 week after the procedure and was doing well".